Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded episodes with noise displayed on the rate/sense channel. The noise was oversensed and resulted in intermittent pauses in pacing.